Event description:
Rn was drawing up insulin for coverage of a blood sugar, the insulin syringe's black plunger had the white center piece break off and was free floating in the syringe while drawing up insulin. This allowed insulin to be pulled into syringe and not be expelled. Insulin not administered into patient after discovering malfunctioning insulin syringe. Manufacturer response for vanishpoint insulin syringe 0.5ml, vanishpoint insulin syringe 0.5ml (per site reporter).